Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary:the device was returned and analyzed. Analysis of the device found high internal battery resistance. This device was included in that field action, but returned product testing found the device did perform as described in the field action. (B)(4).

Event description:
The device was returned to the manufacturer, analyzed, and tested out of specification. The device had high battery impedance. No patient complications have been reported as a result of this event.